Event description:
It was reported that the reservoir of this artificial urinary sphincter (aus) herniated. The aus was explanted. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for cylinders/pump is (B)(4).